Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the back-therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital for treatment for the skin irritation. The patient was diagnosed with an infection and was prescribed antibiotics. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.